Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6)2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed 2 times due to implant was too high and the valve moved in the aortic direction. The final implant depth at non-coronary cusp (ncc) was 7.5mm and left coronary cusp (lcc) was 5.8mm. After the deployment, the patient went into complete heart block. A permanent pacemaker was implanted post procedure. A pulmonary edema was noted on a cheat x-ray, post procedure. Lasix was administered; the patient then became dyspneic. Bronchodilator nebulizers were give with more lasix and bipap was started. Paravalvular leak and mitral valve insufficiency was also noted. On (B)(6) 2026, the patient developed respiratory distress and was then intubated. On 29 march 2026, the patient's creatinine increased to 1.7 with decreased urine output even with lasix. Dialysis was performed. However, the patient's family opted for comfort and the patient passed away on (B)(6) 2026.